Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A voice mail was received indicating that the customer's insulin pump is unable to deliver a bolus and the pump alarms that the bolus was not delivered.  Customer indicated that it has not been working for a week and the light continuously flashes.  Customer also indicated that the pump bolus entry timed out before delivery. The customer stated that the battery has been changed but the problem persists.